Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to an inappropriate shock from the right ventricular (rv) lead. The lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had an impedance out of range warning. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.